Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus elite ous mr 16 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-apr-2021. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 16 x 3.00 promus elite drug-eluting stent was advanced to treat the lesion; however, during the procedure, it was not able to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.